Manufacturer narrative:
Device has not yet been returned to manufacturer.

Event description:
The dentists reported that the screw was loose. He tried to access and back it out through the crown but was not able to and ended up cutting the restoration off. Tooth location #29.

Manufacturer narrative:
This event was initially being reported as malfunction MFR-0001038806-2017-00491, submitted on aug 14, 2017. After received additional information, the event was reassessed and it is considered as serious injury. The product associated with this complaint was not returned. The complaint was non-verifiable, as the product was not returned and the exact condition and details of the device usage were unknown. The conditions under which the implant was subjected in the patient¿s mouth are unknown. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
Dentist had not been successful in removing the loosening screw from the implant. The patient had been referred to an oral surgeon for removal of the implant on (B)(6), 2017.